Event description:
It was reported during a laparoscopic nissen fundoplication the trocar broke in two pieces. The surgeon may have been applying some torque against the trocar with a 10mm retractor that was in the trocar. The trocar broke in two while in the pt. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.47461. D5; h4: info not available, device not returned for analysis.